Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, it was noted that not enough bone was resected during the initial knee procedure; therefore, a revision procedure was performed on (B)(6) to resect more bone. The bone was resected and the patella component was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.